Manufacturer narrative:
Concomitant medical products: product ID: 306001, lot#: unknown, product type: screening device. Product ID: 309201, lot#: unknown. Product type: screening device. Other relevant device(s) are: product ID: 306001, serial/lot #: unknown, product ID: 309201, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a basic evaluation trial patient who was using an external neurostimulator (ens) for urge incontinence and fecal incontinence. The trial began (B)(6) 2021. It was reported that the patient thought the leads were slipping because they could see that the tape was slipping. They also mentioned they felt they were not experiencing maximum symptom relief due to the leads slipping.